Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip was cleaned and later, broke. The console was working using 94,525 joules and extended fiber life warning message was displayed. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber found that the metal cap exhibited severe charred detritus adhesion on its surface, indicative of heavy tissue contact during the procedure. The glass cap exhibited severe devitrification at the output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber and should not be considered a failure mode. This product analysis confirmed the reported complaint of fiber life warning; however, the tip break could not be confirmed. It is likely that the fiber life message resulted from inadvertent heavy tissue contact and a decrease in saline flow, causing elevated temperatures that may produce severe detritus adhesion, leading to the reported event. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that, during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip was cleaned and reportedly broke; the timing of the break was not specified. An extended fiber life message was displayed following expenditure of 94,525 joules of energy. The procedure was completed. There were no patient complications reported.